Manufacturer narrative:
Additional information was received that there was no malfunction that led to loss of mechanical ventilation. The initial report was filed in error. H3 other text : additional information was received that there was no malfunction that led to loss of mechanical ventilation. The initial report was filed in error.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
The hospital reported loss of mechanical ventilation. There was no report of patient involvement.